Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is a combined initial and follow-up report.

Event description:
Name of procedure being performed lap chole. Detailed description of event: limited information available at the time of the report. Rep spoke to the surgical supply coordinator. The bag broke while in the patient. The specimen was already in the bag at the time of the break. Another cd003 was opened to retrieve the specimen and complete the case. The bag did not fragment. It is unknown if there were other instruments during the use of the inzii. It is unknown at what point in the procedure the bag broke. It is unknown if the port site was enlarged prior to the bag break. There are no photos available. The device was discarded after the case. Type of intervention: opened a new cd003 and retrieved specimen. Patient status (what happened as a result of this event?) No patient injury.